Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by poor connection between endoscope and device due to the defect video connector locking mechanism. There is possibility that the defect video connector locking mechanism was caused by external stress or aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; defect of the video connector locking mechanism was noted. There is possibility that the reported event was caused by the defect video connector locking mechanism of the device. If additional information becomes available, this report will be supplemented.

Event description:
During a gynecological laparoscopic procedure, the endoscopic image was intermittent. The endoscopic image was stable only while the user was holding the cable of the device. Therefore, the physician kept using the device and completed the procedure with another person holding the cable. There was no report of patient injury associated with this event.